Event description:
The customer reported that an spo2 alarm was expected but was not triggered. The pt was deoxygenated, but no injury was detected.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.